Event description:
The lay user / patient contacted lfs (B)(6) on (B)(6) 2010 alleging inaccurate erratic high readings on the patient's one touch ultramini meter. The patient mentioned that she tested her blood glucose on the morning of (B)(6) 2010 and obtained the following readings: 21.8,17.2 and 8.7 mmol/l all within 10 minutes from one another. She did not exhibit any symptoms at the time. A couple of days ago, after taking 3 extra units of insulin based on a meter reading, she later developed symptoms where she was shaking and experienced blurred vision. When she tested her blood glucose her reading was 2.9 mmol/l. The patient usually takes 19 units of insulin. It is unknown at the time what her blood glucose reading was when she increased her insulin dosage. The patient did not seek any medical attention or contact her physician for assistance. She was not tested on another device. It is unknown whether she had treated herself after exhibiting the symptoms. The patient threw away the subject test strips; therefore, customer care advocate (cca) was unsuccessful to verify the condition, or expiration date of the subject test strips she was using. Cca sent the patient replacement products. The complaint is being reported since the patient alleged that due to the alleged high reading, she had taken an increase dosage of insulin and later developed symptoms suggestive of a serious injury.

Manufacturer narrative:
The 510 (k) # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.